Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Review of the failure matrix analysis rsk-dfmea-000049 rev.10 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
All information received via electric system is attached to this record. Per cnf, it was reported that: during an approach into the lipv after lspv, the starter wire got stuck when it was inserted into the upper branch of the lipv. It could not be moved at all even when it was pushed or pulled. The farawave was moved back and forth, so it did not appear to be stuck between the farawave and the wire. An imaging was performed, and it was confirmed to be the upper branch of the lipv. It was tried to resolve with an ablation catheter, but it was not working properly. Eventually, the patient was transferred into the hybrid room to try the removal, so it was removed after the blood vessel was dilated with a balloon. The bleeding was unable to confirm, but the vitals were stable. Physician comments: patient outcome: patient injury infected: unknown generator/controller: ablation catheter used: other used.